Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra 2 meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on a week earlier. She also mentioned experiencing symptoms of being jittery, nauseous, and irritable and that these symptoms developed after the start of the reported issue. The patient reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was a new product and that there was no meter trauma. The patient was using the correct test strips and the condition of the battery contacts was good. It was also verified that the patient had replaced the battery per the owner's manual. The meter did not turn on when the power button was pressed and it did not turn on when a test strip was inserted all the way into the test strip port. This complaint is being reported because the patient experienced symptoms after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strops do not pass inspection, lifescan will inform FDA of the results in a supplemental report.